Event description:
My mother, (B)(6), was implanted with model 6949 ICD on (B)(6) 2005, in (B)(6). She does not remember of ever being notified of any voluntary recall by medtronic, including in 2007 when it was recalled, or by the clinic whom she had regular communication with regarding her readings. In (B)(6), moved to (B)(6) and lives alone. My mom was notified on (B)(6) 2012, after notifying the implanting clinic with the phonetic transmission of her device, that her battery will need replaced between (B)(6) 2012. On (B)(6), she started receiving a total of 24 life threatening defibrillating shocks which occurred during approximately 2.5 hours, before the hospital emergency room was able to stop the device. The hospital cardiologist explained that this model of ICD had been recalled in 2007, and that he verified the lead wire had broken, causing these shocks to occur. On (B)(6) 2012, (B)(6) underwent surgery to disconnect the leads, and implant a smaller, pacemaker only (not a combination pacer/defibrillator). She is currently in severe muscle pain, and unable to move her right shoulder/arm due to being slammed on the floor from the shocks. I have all the hospital records from the day of implant as well as the recent trip to emergency room and resultant surgery to undo the faulty wiring. I am a pharmacist as well as (B)(6)'s daughter. My name and contact information is: (B)(6).